Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (partial hysterectomy with removal of essure, uterus, fallopian tubes, and cervix). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: essure was inserted without complications. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of mine was in my uterus and damn near perforated through the wall of it") and abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida, parity 4 (date of births: (B)(6) 2001, (B)(6) 2007, (B)(6) 2008, (B)(6) 2013), delivery on (B)(6) 2013, biopsy breast and cervical cone biopsy. Previously administered products included for an unreported indication: ibuprofen and levothyroxine. Concurrent conditions included overweight, hypothyroidism, neck pain, chronic cervicitis, irregular periods, ringing in ears and temporomandibular joint disorder. Concomitant products included cilest (sprintec), diazepam (valium) and ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain, lower pelvic pain,infrequent, severe/pain"), menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)") and vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and allergy to metals ("sensitivity to nickel"). The patient was treated with surgery (underwent hysterectomy) and surgery (hysterectomy vaginal assisted laparoscopic salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. At the time of the report, the uterine perforation and allergy to metals outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted without complications. Essure catheter introduced. 1 ring on right 1 ring on left and revealed adhesions of left tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. On (B)(6) 2016, pathology of uterus & fallopian tubes, bilateral, a) tubes right and left attached to uterus : final diagnosis- proliferative endometrium, chronic cervicitis, resected right and left fallopian tube. On (B)(6) 2017, vagina lesion /drainage gram stain culture : wound culture with gram stain: mixed vaginal flora. No pathogens. 3+ wbc, gram positive rods suggestive of lactobacillus. On (B)(6) 2017, CT abdomen pelvis with contrast : 1. Loculated fluid collections in the posterior true pelvis. If there has been recent surgical intervention, this may simply represent postoperative fluid. 2. The possibility of abscess formation should be considered . ¿concerning the injuries reported in this case, the following one/ones were described via social media: uterine perforation" . Most recent follow-up information incorporated above includes: on 3-jul-2018: event "one of mine was in my uterus and damn near perforated through the wall of it ", reporter added from social media report. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included gravida ii, parity 4 (date of births: (B)(6) 2001, (B)(6) 2007, (B)(6) 2008, (B)(6) 2013), delivery on (B)(6) 2013, biopsy breast and cervical cone biopsy. Previously administered products included for an unreported indication: ibuprofen and levothyroxine. Concurrent conditions included overweight, hypothyroidism, neck pain, chronic cervicitis, irregular periods, ringing in ears and temporomandibular joint disorder. Concomitant products included cilest (sprintec), diazepam (valium) and ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain, lower pelvic pain,infrequent, severe"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and allergy to metals ("sensitivity to nickel"). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was inserted without complications. Essure catheter introduced. 1 ring on right 1 ring on left and revealed adhesions of left tubal ostia . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. On (B)(6) 2016, pathology of uterus & fallopian tubes, bilateral, a) tubes right and left attached to uterus : final diagnosis- proliferative endometrium, chronic cervicitis, resected right and left fallopian tube on (B)(6) 2017, vagina lesion /drainage gram stain culture : wound culture with gram stain: mixed vaginal flora. No pathogens. 3+ wbc, gram positive rods suggestive of lactobacillus. On (B)(6) 2017, CT abdomen pelvis with contrast : 1. Loculated fluid collections in the posterior true pelvis. If there has been recent surgical intervention, this may simply represent postoperative fluid. 2. The possibility of abscess formation should be considered. Most recent follow-up information incorporated above includes: on 21-feb-2018: pfs received - new events,"abnormal bleeding (vaginal), pain/lower pelvic pain,infrequent, severe, sensitivity to nickel, essure confirmation test: no" were added. New reporter were added. Lab data were added. Historical and concomitant conditions and treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report